Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was high. Cause of high bg was not known. Manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.